Manufacturer narrative:
The report of elevations in pump power values and pulsatility index (pi) events was confirmed based on the evaluation of the log files retrieved from the returned system controllers; however, a specific cause for the pump power elevations, pi events, reported elevated lactate dehydrogenase levels, and the report of a pump stoppage due to depleted batteries could not be conclusively determined through this evaluation. Both log files captured intermittent pump power elevations and pi events. The reported depletion of batteries was not captured in the log files. A specific cause for the events captured in the log files could not be determined without a full evaluation of the pump. Additionally, no atypical alarms or events were captured during functional testing of the returned system controllers. The system controllers were found to function as intended during analysis. Information stated that the patient was asymptomatic following the events, and a decision was to unplug the patient's percutaneous lead from their system controller and allow the pump to clot off. The pump remains in-situ with the lead still intact and not severed. According to the clinical consultant, the patient is listed as recovered. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2013-00717 for the report of the gastrointestinal (gi) bleed resulting in the discontinuation of anticoagulation. Approximate age of device ¿ 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stoppage while at a rehabilitation facility, which was believed to have been caused by a loss of external power. At the time of the event, the patient¿s external batteries were depleted and the system controller¿s backup battery appeared to be depleted as well. The system controller indicated a red battery alarm. The patient remained asymptomatic and the pump was successfully restarted without incident. It was reported that the patient¿s anticoagulation had been discontinued for 3 years due to previously reported gastrointestinal (gi) bleeding. Approximately one week later, the patient presented with high pump power and pulsatility index (pi) values. Lab test results indicated a lactate dehydrogenase (ldh) level greater than 1000 u/l. The patient reportedly remained asymptomatic. On (B)(6) 2016, due to a sustained elevation in pump power (above 20 watts), the decision was made to disconnect the system controller from the percutaneous lead thus stopping the pump and allowing the device to completely clot itself off. The patient remained asymptomatic and is reportedly doing well. The pump remains inside the patient (in-situ) with the percutaneous lead intact (not severed) but not connected to a system controller. No further information was provided.